Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed via log file analysis. The modular cable (lot number: 8194952) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 4 days ((B)(6) 2000, (B)(6) 2000, (B)(6) 2022, (B)(6) 2022 per timestamp). Events occurring on (B)(6) 2000 and (B)(6) 2000 were recorded as default dates. The controller¿s internal clock was reset to the proper date and time on (B)(6) 2022 at 09:53:23. Events occurring on (B)(6) 2022 were recorded during testing at abbott. Driveline power fault alarms that were correlated with power b broken were active beginning on the recorded timestamp of (B)(6) 2000 at 21:34:09 and continued until the driveline was disconnected on (B)(6) 2022 at 14:51:47 for a system controller exchange. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The returned modular cable (lot number: 8194952) was connected to the returned heartmate 3 system controller (serial number: (B)(4)) and a mock loop. Testing was also performed with a test hm3 system controller. The system was allowed to run for an extended duration of time without any issues or alarms activating. The modular cable was able to support pump function and the reported alarms were unable to be reproduced. An additional log file was submitted from the patient¿s new primary controller (serial number: (B)(4)) following the system controller and modular cable exchange. A review of the log file showed events spanning approximately 5 hours ((B)(6) 2022 from 06:20:34 ¿ 11:46:28 per timestamp). Driveline power fault alarms that were correlated with power b broken were active throughout the log file. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The modular cable was evaluated and was able to support pump function without reproduction of the reported alarms. The submitted additional log file revealed that the reported event was not resolved with the exchange of the system controller (serial number: (B)(4)) and modular cable. Therefore, indicating that the reported event was not due to the modular cable. Incidental finding - wire fatigue; the modular cable was tested to evaluate the integrity of its wires and failed testing. The modular cable¿s underlying wires were tested for current leakage and none was found. The resistances of each underlying wire were measured, and raised resistances were found in the several wires ranging from 0.9 ¿ 1.6 ohms. The cable was stripped to examine the underlying wires. Kinks in the orange, red, yellow and green underlying wires were found near the controller connector end of the cable. No other damage was found. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 8194952) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came to the hospital on (B)(6) 2022 because the patient let the 14v emergency backup batteries (ebb) die and was on his backup battery for about an hour. The patient was given new batteries and sent back to the detention center. The patient had wear and tear right by the driveline exit site. X-rays showed a minor kink in the driveline near the exit site. Alarms started the evening of (B)(6) 2022. Log file review captured a pump stop because the driveline was disconnected. The controller clock was also corrupt which was most likely caused by the patient allowing the external batteries and ebb to drain. There was also an intermittent driveline power fault (power b broken event). The controller and modular cable were changed. Log files from the new controller and modular cable showed that the driveline power fault has not yet returned. The patient returned on (B)(6) 2022 with return of the driveline power fault alarm on the new controller. Log files showed that the driveline power b fault returned on 08aug2022. Plans to further investigate the issue on site were made. Additionally, it was suggested that the driveline was disconnected through the log files but the patient stated that he did not disconnect the driveline but the validity of his statement was unclear. The driveline connector surface and female pins were cleaned and the driveline power faults cleared. The alarm reappeared on (B)(6) 2022. The alarm was permanently silenced but not cleared - log file review confirmed return of the driveline power fault. An external driveline repair was requested. The new modular cable was replaced during driveline cleaning. The patient returned to the emergency room on (B)(6) 2022 with audible alarms although they were permanently silenced last week. The most recent log files showed a driveline disconnect at 8:30. This was followed by driveline power faults and high current issues. Approval for a driveline repair was being worked on. Related manufacturer reference number: 2916596-2022-12988, 2916596-2022-13050, 2916596-2022-13238.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.